Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to the biliary tract to treat a multiple biliary calculi during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath core could not be pulled out and it was fractured. It was noted that the biliary duct was narrow. The procedure was completed using another of the same device there was no patient complications reported as a result of this event and the condition of the patient was reported to be stable. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."

Manufacturer narrative:
Block e1: initial reporter address:(B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter guide - break.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block h6: imdrf device code a0401 captures the reportable event of catheter guide - break. Block h11: a flexima biliary stent was received for analysis. Visual examination of the returned device found the guide catheter kinked and unraveled. Additionally, the push catheter suture hole was torn. Also, the stent was still attached to the push catheter suture hole. Product analysis did not confirm the reported event of guide catheter break as there was no breakage on the guide catheter. The guide catheter was returned kinked and unraveled. The damages on the guide catheter may be related to user manipulation, some technique applied during procedure and/or extra force/tension to the device could have contributed to these issues, as it may have caused the push catheter suture hole to become torn. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is no problem detected a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that guidewire was in the patient during the attempted deployment. The IFU states that if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to the biliary tract to treat a multiple biliary calculi during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath core could not be pulled out and it was fractured. It was noted that the biliary duct was narrow. The procedure was completed using another of the same device there was no patient complications reported as a result of this event and the condition of the patient was reported to be stable. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed.".